Event description:
Ous MDR - after an implantation time of about 49 months, it was reported that the ICD could not be interrogated. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. Only the proximal part of the lead was returned for analysis. The distal fragment, including the tip electrode, was not available for analysis. During the analysis of the lead, fraying of the insulation was detected 18 cm distal of the connector pin, as well as a conductor fracture of the rope conductor to the rv shock electrode at just that site. Sparkover traces could be seen at the rope ends. This damage manifestation can with high probability be regarded the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors for either the lead or the ICD.